Event description:
Per the clinic, the patient experienced an electrical shock with the internal device. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device (date not reported).